Event description:
Information was received from a healthcare professional (hcp) in regard to a patient receiving gablofen 2,000 mcg/ml at 857 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and cerebral palsy. A motor stall was seen at initial interrogation. The patient did not recently have a MRI. The first motor stall occurred on (B)(6) 2016, and one of the stalls was for nearly 24 hours. No patient symptoms reported. The hcp programmed the pump to a simple rate of 99.6 mcg/day. The hcp changed the critical alarm interval to 2:00 hours. The hcp was going to replace the pump.

Event description:
Additional information received from the healthcare provider (hcp) indicated the cause of the motor stalls was not determined. The patient's pump was replaced without complications on (B)(6) 2016. The patient was doing much better with the new pump and had improved spasticity with the intrathecal baclofen. The patient's medical history included infantile cerebral palsy gmfcs (gross motor function classification system) level v with spastic tetraplegia. The patient's allergies included meperidine and morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.